Manufacturer narrative:
Hcp omitted from previous report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins was discarded by the customer. No further complications are anticipated.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that there was poor communication, the patient¿s implantable neurostimulator (ins) had not taken a charge in three years. It was unknown when the patient last felt stimulation, the last successful charge session was unknown, and the reason for not charging was also unknown. Additional information was received from the patient. It was reported that the ins was overdischarged. The patient said they had not been getting enough exercise and had been putting it off leading to the issues. Additional information was received from the patient and a manufacturer representative (rep). The patient reported that they last charged the ins 3 years ago and that they just weren't using the ins during that time period. The patient confirmed that this all started in 2015. The rep reported that the ins was in overdischarge because the patient wasn't having as much pain and they stopped using the ins. The rep said they could not interrogate the ins and the ins was replaced on (B)(6) 2019. It was noted that the issue was resolved. No further complications were reported/anticipated.